Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va0c507, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient worked underground in a gold mine and every time he turned on a ¿bolter¿, he had pain in his chest. It was noted that the ¿bolter¿ was a 480 volt bolter and was high voltage. It was further noted that the patient could be around the bolter as long as the bolter was not turned on, he felt normal. The patient stated it felt kind of like when you drink pop and could feel it in your throat. Patient was just implanted on (B)(6) 2014 and had started back at work about 2 weeks prior to the date of this report. It had been happening for the past 4 days prior to the date of this report. Patient noted that the company had put him ¿running the mucker and took him off the bolter and as long as he was in the mucker in the cab he was fine but if he got out and was around the bolter cable, he felt it in his chest.¿ patient was put on medical leave the day prior to the date of this report. Additional information was requested but had not been received as of the date of this report.

Event description:
Additional information received reported the patient would have pain at the ins site any time they were working in the mine near high power. It was noted there were no abnormal impedance measurements. It was noted on (B)(6) 2014, the patient's deep brain stimulator (dbs) was turned back on for the patient to use while they were out of work. It was noted the patient had non-serious injury/illness and no injury. It was stated the patient had to take disability. Additional information received reported the patient still had concerns regarding their device or therapy.